Manufacturer narrative:
A review of the data indicates that the observed discrepancy for influenza a is most likely due to the sample being a weak positive for the influenza a target, which is at the limit of detection of the assay. Very low viral load specimens that are near the assay lod may not generate consistent results upon repeat testing according to expected statistical variances in detection. Although a root cause cannot be identified for the influenza b result, the data showed true amplification for the positive results. The investigation into the reagent lot and hardware indicated there was no systemic product problem.

Event description:
In light of the covid-19 pandemic and the subsequent emergency use authorizations (euas) for sars-cov-2 diagnostic tests, the agency has requested heightened reporting beyond the reasonably suggests requirements of 803 to include allegations of false positive or false negative results independent of harm or malfunction or off-label use. Pursuant to the agency¿s instruction, we hereby submit this MDR. A customer from germany alleged discrepant results with a single patient while using the cobas® sars-cov-2 & influenza a/b assay for use on the cobas® liat® system. The alleged sample initially generated sars-cov-2 negative, influenza a positive, and influenza b positive results. The same sample was repeated using an in-house method (qpcr based on the lightcycler 480) after 24 hours and was influenza a positive and influenza b negative. The same sample was sent to an outside laboratory and generated influenza a negative and influenza b positive results with an unknown method. The same sample was again repeated using the in-house method (qpcr based on the lightcycler 480) and generated influenza a positive and influenza b positive results. No harm was alleged. Although requested it is unknown if the results were reported. Per FDA¿s eua guidance, 1 MDR will be filed.